Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that leakage occurred during use with a bd plastipak¿ 50ml luer-lok syringe. The following information was provided by the initial reporter: "the chemotherapy preparation unit reported a quality defect on a luer lock 50ml syringe, part number 300865 lot 1907702: the piston of the syringe was not waterproof and therefore the syringe leaked during use in the insulator. As it was used to collect 5-fluorouracil, it was contaminated and therefore not stored."

Event description:
It was reported that leakage occurred during use with a bd plastipak¿ 50ml luer-lok syringe. The following information was provided by the initial reporter. "The chemotherapy preparation unit reported a quality defect on a luer lock 50ml syringe, part number 300865 lot 1907702: the piston of the syringe was not waterproof and therefore the syringe leaked during use in the insulator. As it was used to collect 5-fluorouracil, it was contaminated and therefore not stored."

Manufacturer narrative:
Investigation summary: one photo sample was received for evaluation by our quality engineer. Through visual inspection, a leakage past the stopper was observed. The stopper is properly assembled to the stopper and there is no damage noted that could have contributed to the reported leak. A device history review was performed for the reported lot 1907702, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Ten retained samples of lot 1907702 were used to conduct a leakage test. The product was visually inspected, no defects or damage was noted, and no leak was identified. Based on the available information we are not able to determine a root cause at this time. Complaints received for this defect and device will be monitored by our quality team for signs of emerging trends.